Event description:
Reportable based on device analysis completed on 08-dec-2022. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. Following pre-dilatation with a wolverine balloon, a 2.25 x 16mm synergy xd drug-eluting stent was advanced into a very calcified lesion but failed to cross. The procedure was not completed due to an unspecified reason. No patient complications were reported. However, returned device analysis revealed a hypotube shaft break.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 19.5cm distal to strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.